Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2010, with the intention to treat the pt for pelvic organ prolapse and /or stress urinary incontinence. It was reported that the pt experienced, "serious bodily injuries, including, but not limited to, extreme pain, dyspareunia, bladder infections and other injuries." It was also reported that the pt experienced mental and physical pain and suffering, has required additional medical treatment, mesh erosion, hardening, chronic pain, and worsening dyspareunia, recurrent incontinence, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.